Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the clips one through four were ok but five and six did not close proximally. Clip seven closed scissored. There was no consequence to the patient.